Event description:
It was reported that during preparation for an unspecified treatment procedure, insertion difficulties occurred. The target lesion was located in an unspecified artery. Difficulty was noted while attempting to insert an unspecified guide wire through the insertion tool included with the advantage balloon catheter inflation device. The procedure was completed without an insertion tool. There were no reports of guide wire issues. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause for this complaint is supplier design. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. (B)(4).